Event description:
It was reported that the patient presented in the emergency room for inappropriate anti-tachycardia pacing (atp). Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited functional undersensing. No resolution was taken. The patient was stable throughout.